Event description:
During a phacoemulsification procedure, the doctor reported that he experienced a 'surge' and chamber collapse in the operative eye. The pt required an anterior vitrectomy. The incision was enlarged and an iol was implanted into the sulcus. The patient has a history of macular degeneration and the doctor was attempting to provide to patient with improved peripheral vision.

Manufacturer narrative:
Evaluation summary: the phacoemulsification machine was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.